Manufacturer narrative:
A code updated from a1501 activation problem to a0510 retraction problem.

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot# is 4142693, sku is 383318, assembly in suzhou plant on 2024.may.28, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: there are 3 pictures attached and shows the safety function is not activated. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly 2. Product safety shield is pulled during manual assembly flow or manual packaging. These risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly. 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield. There are 3 pictures attached and shows the safety function is not activated, but we cannot identify whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear. Based on the IFU description, hold the puller and keep the component adown can activate needle safety function successfully.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in row safety shield activation failed a student pricks a patient to insert a device for injecting a radiopharmaceutical product. When it came to removing the needle from the device, the safety catch failed to engage, leaving the needle full of blood wobbling in the air. Clinical consequences observed : none reported.

Manufacturer narrative:
A code updated from a1501 activation problem to a0510 retraction problem.